Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer stated that the numbers kept scrolling through while she tried to program the bolus. She removed and replaced the battery, leading up to the button error alarm. The customer's blood glucose was 180 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm and no scrolling numbers display anomaly noted. The insulin pump has cracked display window, cracked battery tube threads and broken reservoir tube lip.